Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that his wife was hospitalized due to high blood glucose and infection. The customer's spouse stated that the paramedics found his wife unresponsive. The customer's blood glucose was over 700 mg/dl at the time of the incident. The customer's spouse stated that his wife was given insulin drip at the hospital. The customer's spouse stated that his wife was advised to take off the insulin pump. The customer's spouse stated that the high blood glucose was not caused by the insulin pump. The customer's spouse declined to troubleshoot. The insulin pump will not be returned for analysis.